Manufacturer narrative:
The patient had continued pain following the first revision procedure in (B)(6) 2017. The surgeon performed an additional revision in (B)(6) 2017 where both implants were removed. The patient's pain symptoms resolved following the procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055m-90, lot# 2585294, mfd. 03/02/17, expires 2022-03, UDI (B)(4); 2nd (inferior): ifuse implant, p/n 7045m-90, lot# 2585273, mfd. 03/10/17, expires 2022-03, UDI (B)(4).

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication that the device was out of specification. The most probable root cause for the nerve pain is selecting too long an implant or placing the implant too deep. The most probable root cause for the removal tool breakage is stress from malleting or overtightening in the implant.

Event description:
The patient has a dysmorphic/small sacrum and underwent left si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient complained of left radicular pain following the procedure. The surgeon determined that the most superior positioned implant was encroaching on the s1 neuroforamen. In (B)(6), the surgeon attempted to remove the implant using a removal tool, but the tip of the tool broke during malleting of the tool. The implant was backed out a few millimeters and the surgeon thinks that may be enough to alleviate the encroachment. The broken tip of the tool is safely contained completely inside of the implant and is made of the same alloy as the implant and is unlikely to cause further issues. The status of the patient following the revision procedure is not known.